Event description:
Additional information was received from a consumer indicated the patient did a bolus and it did its thing, then the personal therapy manager (ptm) (a820) showed the patient still had a bolus left, and it showed the patient did not give it, so they did it again and that¿s when the patient ¿got overdosed¿. It was noted the overdose resolved, but the ptm did the same thing again. The patient¿s weight was provided.

Manufacturer narrative:
B2 and h1. Corrected to serious injury. H6. Patient code: e2302 is also applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer (con) regarding a patient receiving intrathecal medication fentanyl (unknown dose and concentration) for non-malignant pain. It was reported the patient attempted a bolus and "the clock went around like it always does, but it didn't come up and say that it was done. It came back up for me to do it again and it overdosed me". Patient stated they called their healthcare provider who told the patient to call medtronic, confirming the patient had not yet had pump checked by the healthcare provider. Patient stated their overdose symptoms included heart rate dropping to 54 within 10 minutes, whole body being numb, staring, difficulty moving and force to force themselves to move, words coming out slowly, and patient debated using narcan. Patient services reviewed pump functionality, and the patient reiterated the pump did in fact overdose them. Patient was redirected to their healthcare professional to assess the pump. The patient reported they are between doctors because their doctor has not listened to them, given them medications, or raised medications. Patient stated they do not see a new doctor until october. Patient stated they have not been getting any pain relief and wondered if there was something wrong with the pump. The patient asked if the pump has a recall and became agitated they were not being provided a straight answer.